Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the foreign material on air/water cylinder and channel, a root cause could not be identified. For the scope communication error, it is likely an electrical/electronical problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service repair technician indicated that scope communication error and foreign material on air/water cylinder and channel were found. There was no patient involvement.